Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 196 mg/dl at the time of incident. The customer stated that she tried changing the battery but the screen would not come back on and she stated that she received a low battery alert prior to changing the battery. The customer advised to leave the battery out for two hours and to monitor the blood glucose levels. She was also advised to call back if the display did not return after waiting two hours. The insulin pump was not returned for analysis.